Event description:
The manufacturer received information alleging a ventilator's flow delivery was decreased. The device was not in patient use. The device evaluation has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's flow delivery was decreased. The device's inlet airpath assembly was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. The issue appears to have been caused by the foam in the blower inlet pulling away from the adhesive. No loose particulates were observed.

Manufacturer narrative:
The manufacturer previously reported receiving information a ventilator's flow delivery was decreased. The device was not in patient use. The device's inlet airpath assembly was replaced to address the issue. The component was returned to the manufacturer's product investigation laboratory for additional evaluation. The issue appears to have been caused by the foam in the blower inlet pulling away from the adhesive. No loose particulates were observed. In the previous submitted report incorrect coding was provided. The coding is corrected on this report.